Event description:
It was reported that the head right siderail would not lock up due to a broken timing link. No patient injury was reported and no clinically relevant delay in treatment was reported.